Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a wire was broken on a large suturecut needle driver instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.